Event description:
As reported, during an inguinal hernia repair procedure on (B)(6) 2021, the patient was implanted with a bard/davol perfix plug light. It was reported that one week post implant, the patient experienced an allergic reaction (rash) on (B)(6) 2021. As reported, the surgeon suspects that there could be other factors (surgeon's gloves, suture material, disinfectant solution) of causing an allergic reaction besides the mesh, the hospital is currently investigating the cause and the surgeon is planning for a patch test.

Manufacturer narrative:
As reported, the patient experienced rash one week post-implant of the bard/davol perfix plug light. As reported, the surgeon suspects that the mesh may not be the cause and is planning to perform a patch test. Based on the information provided to date, no conclusion can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted.